Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: (B)(4). There was patient involvement.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: e2403 - no clinical signs symptoms or conditions. A140802 - failure to infuse. F26 - no health consequences or impact. There was patient involvement. A report was received from health canada's canada vigilance program which states, "alaris pump used for infusing magnesium sulfate replacement. Seen to be infusing primary ns instead of secondary line. All lines were checked and open. Primary line extended lower further, magnesium seen to be infusing afterwards. 20 min later and primary bag seen infusing again, lines checked and magnesium bag spike pushed in further. Alaris restarted and infusion initiated. Magnesium started to infuse correctly again. 30 min later and magnesium not infusing, primary ns bag infusing. Battery life alert on screen to turn off system, alaris pump was plugged into wall at the time. New alaris pump brain and channels retrieved, magnesium infusion running appropriately and complete. Biomed request sent and psls."

Manufacturer narrative:
Additional information: imdrf annex a, g codes.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: e2403 - no clinical signs symptoms or conditions (B)(6)- failure to infuse f26 - no health consequences or impact. There was patient involvement.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: e2403 - no clinical signs symptoms or conditions. A140802 - failure to infuse. F26 - no health consequences or impact. There was patient involvement. A report was received from health canada's canada vigilance program which states, "alaris pump used for infusing magnesium sulfate replacement. Seen to be infusing primary ns instead of secondary line. All lines were checked and open. Primary line extended lower further, magnesium seen to be infusing afterwards. 20 min later and primary bag seen infusing again, lines checked and magnesium bag spike pushed in further. Alaris restarted and infusion initiated. Magnesium started to infuse correctly again. 30 min later and magnesium not infusing, primary ns bag infusing. Battery life alert on screen to turn off system, alaris pump was plugged into wall at the time. New alaris pump brain and channels retrieved, magnesium infusion running appropriately and complete. Biomed request sent and psls."

Manufacturer narrative:
Omit : unique identifier (UDI) #, a141204 - pumping stopped (1503). Correction : date of event, describe event or problem, medical device catalog #, medical device model #, concomitant med prod data, imdrf annex a code.